Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical corporation for evaluation. The device, multifunction cable (mfc), ECG cable, and battery were evaluated and testing was unable to reproduce the customer report. The customer pads were not returned for analysis. Review of the device activity log identified repeated pd core warning 247, "check pads," and "poor pad" contact advisory messages during the event, indicating an open impedance condition consistent with disconnected or inadequately coupled pads. As a result, a valid patient impedance and ECG signal could not be obtained. The returned accessories tested within specification, and the reported pads were subsequently reported to function on another device. Based on log review and testing, the most probable cause of the event was poor pad coupling or connection. No device malfunction was identified, and the device met all functional specification during evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.